Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02256. It was reported the patient was involved in a motor vehicle accident . As a result, the patient stated her leads were fractured. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the leads were explanted and replaced. It was also reported during the procedure, the physician electively explanted and replaced the patient's ipg with a different model.